Manufacturer narrative:
The following fields were updated per the additional information received- - b5: describe event/problem. - h6: device codes.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurrent incontinence. Upon the removal of the aus it was determined that the device stop working because of old age. A replacement surgery was performed in which a new aus was implanted. No patient complications were reported.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurrent incontinence. Upon the removal of the aus it was determined that there was fluid loss. A replacement surgery was performed in which a new aus was implanted. No patient complications were reported.